Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the alleged call service alarm was verified in the black box on the complaint date. The caps were not returned and test caps were used in the evaluation. The pump powered up with auditory and vibratory features. Due to an unresponsive keypad button issue, the investigation was unable to navigate past the verify screen and the reported call service alarm issue could not be fully investigated. No conclusion can be drawn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.